Manufacturer narrative:
Complaint conclusion: a palmaz blue stent, mounted on an aviator plus stent delivery system (5x12/142p pk), was removed from its packaging and flushed. The device was attempted to be delivered to the lesion, however the stent ¿peeled¿ from the balloon before it reached the lesion and shifted 0.5cm toward the distal tip. An unknown capture device was used to remove the stent from the patient. The target lesion was described as having 90% stenosis. The index procedure was elective. The target lesion location was the left renal artery orifice. The lesion was pre-dilated using an unknown 2.0 x 10mm balloon. The stent appeared normal prior to inserting it into the patient. No resistance was experienced while passing the stent deployment system through the guiding catheter. A little resistance was experienced while tracking the stent deployment system to the lesion. No excessive force was applied to the device during insertion. No excessive force was applied to the device during withdrawal. The guide catheter used was a 6f cordis device. The procedure was completed by advancing the guide catheter, attempt to retract the stent back into the catheter, and the stent was inside the catheter, then removed the stent from the patient. The stent was not implanted in the patient, so the procedure was not completed successfully. There was no injury to the patient. The device was returned for analysis. A non-sterile unit of blue/aviator/plus 5x12/142p pk product was returned coiled inside of a clear plastic bag. Per visual analysis the balloon had been deflated and stent struts marks were noted on it. The stent was not returned for analysis. No damages or anomalies were noted during visual analysis. Per microscopic analysis stent struts marks were noted on the balloon surface. This indicates that the device complied with the stent crimp process. A product history record (phr) review of lot: 17726487 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent dislodged - in patient¿ was not confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Procedural images were not provided for review. Based on the information available for review, vessel characteristics (a rate of stenosis of 90%) may have contributed to the event as evidenced by stent struts marks noted on the outer surface during analysis indicating the sent was properly crimped onto the balloon, or procedural factors such as maneuvering the stent delivery system in order to facilitate crossing a 90% stenotic lesion. According to the information for safety labeling ¿contraindications generally, contraindications to percutaneous transluminal angioplasty (pta) are also contraindications for stent placement. Contraindications include, but may not be limited to: patients with highly calcified lesions resistant to pta. Warnings patients with highly calcified arterial lesions highly resistant to pta may not be suitable for this implant. Precautions prior to use, the product should be examined to verify functionality and integrity.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a pamlaz blue stent, mounted on an aviator plus stent delivery system (5x12/142p pk), was removed from its packaging and flushed. The device was attempted to be delivered to the lesion, however the stent peeled from the balloon before it reached the lesion and shifted 0.5cm toward the distal tip. An unknown capture device was used to remove the stent from the patient. The device was clinically used and will be returned for analysis. The index procedure was elective. The target lesion location was the left renal artery orifice. The target lesion was described as having 90% stenosis. The lesion was pre-dilated using an unknown 2.0*10mm balloon. The stent appeared normal prior to inserting it into the patient. No resistance was experienced while passing the stent deployment system through the guiding catheter. A little resistance was experienced while tracking the stent deployment system to the lesion. No excessive force was applied to the device during insertion. No excessive force was applied to the device during withdrawal. The guide catheter used was a 6f cordis device. The procedure was completed by advancing the guide catheter, attempt to retract the stent back into the catheter, and the stent was inside the catheter, then removed the stent from the patient. The stent was not implanted in the patient, so the procedure was not completed successfully. There was no injury to the patient.